Event description:
It was reported that, "dr tried getting the lag screw out and it got caught. When the screw got caught, the tip of the lag screw driver broke".

Manufacturer narrative:
Additional information has been requested, and if received, will be provided on a supplemental report.